Manufacturer narrative:
The sample has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The facility scrub technician reported the vitrectomy probe would not cut. Add'l info rec'd from the scrub technician stated the vitrectomy probe primed, but when it was placed in the eye, it would not cut. The probe was switched out and the case was completed as planned. No pt injury was reported.